Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.device history lot 8304588. Work order (B)(4) was manufactured on (B)(4)2016. 20 parts were manufactured per specification and all raw materials met specification.certificate of conformance review for (B)(4), product code (B)(4), work order (B)(4) met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ceramic inlay chipped. (B)(6) 2017; no surgery delay, no part fragment remaining in patient body. No adverse consequences for patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4).